Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic closure of stoma of the large intestine, after firing, the donuts were examined and found to be incomplete. One donut was very thin and tore easily. The povidone-iodine leak test performed resulted positive. The anastomosis leaked contents. The procedure was converted to open. The surgeon resected the anastomotic segment and performed a new anastomosis using another circular stapler. The new anastomosis was tested and found to be intact, with both donuts appearing normal. Due to concerns about the anastomosis, the decision was made to create a temporary ileostomy. The procedure was extended for four hours due to the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos was available for evaluation. Visual inspection noted the donuts around the attached tilted anvils seemed to be incomplete. It was reported that the donut incomplete/missing and staple line content leak. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.